Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (won't hold charge) was confirmed. As received, the battery pack was unable to charge. Upon evaluation, the nickel busbar tabs at the p2 & p4 pads were loose. The cause of the non-functional battery pack is the loose busbar. The root cause of the loose busbar cannot be positively identified. No adverse event resulted from the defective battery.

Event description:
A us distributor reported that a patient's battery pack was unable to hold a charge.